Event description:
Information was received from a consumer regarding a patient with an implantable pump for spinal pain indications. It was reported that the patient for the past two days had been getting a message "pump is not responding- wait or try again." Technical services walked the patient through clearing the data on the handset. Patient was able to connect to the pump twice and reported seeing a lockout. Technical services reviewed her equipment was working like it should. The patient mentioned that she was having pain where the pump was for the past week. The patient stated that she had contacted her healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.